Event description:
The reporter indicated observing the closely-spaced "n" annotation on electrograms, along with occassional asynchronous pacing. The polarity and output will be adjusted to see if this will prevent it from recurring.